Event description:
The customer reported that the insulin pump was exposed to water and had unresponsive buttons. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded electronic and motor assembly.